Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was subjected to normal temperature conditions. Additionally, the battery gauge was observed to charge slower than expected. The customer provided a blood glucose level of 150 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.